Manufacturer narrative:
Both a general reagent and instrument issue can be excluded. Based on the information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for troponin t hs stat on a cobas 6000 e 601 module. The initial result was 6.59 pg/ml. This result was reported outside of the laboratory where the cardiologist complained. The sample was repeated on the same e601 module and a 2nd e601 module with results of 91.56 pg/ml with a data flag and 92.30 pg/ml with a data flag respectively. The patient was not adversely affected. The troponin t hs stat reagent lot number was 30564600 with an expiration date of 30-jun-2019. The field service engineer (fse) visited the customer site to check the instrument and no issues were identified. Analyzer performance testing was within specifications.

Manufacturer narrative:
No issues were identified during a review of the customer's calibration data. Qc results from the day before the event ((B)(6) 2018) were within range.